Event description:
It was reported that prior to use with bd¿ catheter tip syringe foreign material was attached to a 50 ml syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: the material shows foreign material attached to a 50 ml syringe, despite the packaging remains intact.

Manufacturer narrative:
The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(4). Investigation summary: it was reported there was foreign material. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a syringe in a packaging blister. The syringe has brown specks at the barrel flange that appears to be embedded degraded resin. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 303553, lot number 1292715. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The frequency of inspections were increased to mitigate the escape of this defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. Molding process. The embedded degraded resin occurs at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the system of the tooling mold and press. The degraded resin can break loose and be molded into components. The frequency of inspections was increased to mitigate these escapes.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evalution?: yes. D.10. Returned to manufacturer on: 18-aug-2022 h.6. Investigation summary: it was reported there was foreign material. To aid in the investigation, one sample in a sealed packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed and the syringe barrel has embedded degraded resin. The photos show a syringe in a packaging blister. The syringe has brown specks at the barrel flange that appears to be embedded degraded resin. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number (B)(4), lot number 1292715. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The frequency of inspections were increased to mitigate the escape of this defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that prior to use with bd¿ catheter tip syringe foreign material was attached to a 50 ml syringe. The following information was provided by the initial reporter, translated from portuguese to english: the material shows foreign material attached to a 50 ml syringe, despite the packaging remains intact.